Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection, they tried to fire the instrument but the staples did not come out of the device. They used a new device to complete the case. There was no patient injury.